Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device was not returned for investigation. Additional health outcomes of the reported event are vessel perforation. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Vessel perforation has been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that when reintroducing the swan-ganz catheter through the sheath in internal jugular (ij) vein after cardiomems sensor deployment, it would not track down the superior vena cava toward the heart. The physician injected some contrast through the sheath to investigate, and a small amount of contrast was filling the area outside of the vein and into the chest cavity. Surgery or interventional radiology procedure was not required. The patient was kept overnight in the medical intensive care unit (ICU), and a chest x-ray showed no abnormalities. The patient was discharged the following day. The physician felt that there was a small perforation in the ij vein responsible for the contrast filling the area outside of the vein and into the chest cavity.